Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had low pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned. Electrical testing and x-ray examination were normal. Visual inspection of the lead did not find any anomalies except for procedural damage.